Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified left main artery to left anterior descending (lad) artery. After pre-dilation was performed with a 2.0 x 15 emerge balloon catheter, a 4.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 4.0 x 20mm synergy¿ drug-eluting stent was attempted to cross the lesion but still failed. A 3.0 x 24mm synergy¿ drug-eluting stent was then advanced but still failed to cross and dissection was noted in lad. Thus an emergency coronary artery bypass graft (CABG) was performed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 3.0x24mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft break 2.75cm distal from the midshaft/hypotube bond or 1095mm from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip edge. The type of damage evident is consistent with resistance being encountered during advancement through the severely calcified and tortuous lesion. No other damage noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left main artery to left anterior descending (lad) artery. After pre-dilation was performed with a 2.0x15 emerge balloon catheter, a 4.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 4.0x20mm synergy drug-eluting stent was attempted to cross the lesion but still failed. A 3.0x24mm synergy drug-eluting stent was then advanced but still failed to cross and dissection was noted in lad. Thus an emergency coronary artery bypass graft (CABG) was performed. No further patient complications were reported.